Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2019, a pvs25 implant attempt occurred. As reported from the field, the valve was initially implanted and all appeared to progress as normal. However, after the aortic clamp was removed and the patient weaned off the cardiopulmonary bypass it was clear that there was a mild to moderate leak at the non-coronary side of the valve. The cross-clamp was re-applied and on opening the aorta it appeared that the valve had migrated so the skirt was above the non-coronary annulus. The valve was explanted, the annulus was re-sized and the same valve was implanted successfully. Postoperative and discharge echoes were reportedly satisfactory. The procedure was performed in mini-sternotomy and no concomitant procedures were performed. The procedural times were the following: 110min pump time and 68 min cross-clamp time. The manufacturer was informed that the patient experienced an ischemic tia on postoperative day 3 ((B)(6) 2019). The device functionality was checked on the same day and good functionality is reported (13mmhg, no central/perivalvular leaks). The patient was discharged to home on (B)(6) 2019.

Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2019, a pvs25 implant attempt occurred. Per the information reported on the registry, the first implant attempt was not successful due to sizing difficulties. The toe showed a significant paravalvular leak, and the valve was reportedly removed and re-expanded. The procedure was performed in mini-sternotomy and no concomitant procedures were performed. The procedural times were the following: 110min pump time and 68 min cross-clamp time. The manufacturer was informed that the patient experienced an ischemic tia on postoperative day 3 ((B)(6) 2019). The device functionality was checked on the same day and good functionality is reported (13mmhg, no central/perivalvular leaks). The patient was discharged to home on (B)(6) 2019.